Event description:
As reported by hosp, the angiographic syringe packaged in a convenience kit broke during a procedure and allowed air into the system. There was no pt injury or complications. A sample is being returned for evaluation.